Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during set-up, the hf-resection electrode loop electrodes were bent could not be assembled. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide the physical device evaluation and a correction to a previously submitted report. The device was returned to olympus for inspection; the electrode shaft is bent, and deformation makes it difficult to assemble the working element was confirmed. A root cause could not be identified. Based on the investigation, it is likely the deformation locations of the electrode shaft and sterilization pack coincide, suggesting the deformation occurred while the electrode was inside the sterilization pack. After further review, this report was sent in error. Per the legal manufacturer, there is no potential for this issue to cause or contribute to a death or serious injury if the malfunction were to recur. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information was provided by the customer.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Following field was update: g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device was not returned for evaluation. However, the investigation was performed based on the information provided by the customer and the reported malfunction was not confirmed. The definitive root cause of the reported issue could not be determined, and it is unknown whether the product meets the specifications. Here is a possibility of damage during transportation or storage after shipment. According to the investigation, there is a possibility of damage during transportation or storage after shipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.